Manufacturer narrative:
Title: heller myotomy for epiphrenic diverticula compared to nondiverticula esophageal motility disorders, a single institution expe rience and appraisal of patient characteristics, high-resolution manometry and outcomes source: dig surg 2020;37:72¿80 .(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, the patients underwent heller esophagomyotomy with and without diverticula between 2011 and 2018. There were 308 patients, and 31 had diverticulum. The reported stapler was used to divide the diverticulum along the esophagus. Post-operatively, the patient developed a leak that originated from the staple line and continued to deteriorate after repair of the staple line and died postoperatively.